Manufacturer narrative:
Retainer = black customer returned the insulin pump for alleged after going through the airport with the insulin pump and now won't pair and low blood glucose event found on (B)(6) 2021. Device passed all functional testing including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the delivery accuracy test at .08700 inches. Successfully downloaded the trace/history files using thump. The pump was programmed with a test guardian link 3 (gl3) transmitter and a test plug. Device paired to the transmitter without problems. Device calibrated to the programmed test values properly and displayed correctly on the display graph. Device was monitored for one (1) day while connected to the transmitter and test plug with no communications errors noted. Device was then paired with the minimed mobile app with out difficulties. No pairing difficulties noted during testing. Device was cut open to perform a visual inspection. No damage or moisture damage on the electronic assembly (pcba 1 and pcba 2), motor, or force sensor noted. A test p-cap does lock into place inside the reservoir compartment properly. The following were noted during physical inspection: scratched case, cracked battery compartment at the corner of the belt clip rails, cracked select button keypad overlay, serial number label fading, and pillowing keypad overlay. Device passed all the functional testing and paired properly with the minimed mobile app and a transmitter without difficulties. Low blood glucose anomaly and pairing anomaly are not confirmed. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced low blood glucose on (B)(6) 2021. The blood glucose reading was 54 mg/dl. The customer did not experience any symptoms of low blood glucose level. The customer had been using insulin pump system within 48 hours of reported low blood glucose event. Customer was treated with food and glucose tablets. The auto mode feature was not active at the time of incident. Customer feels okay to troubleshoot. Customer was neither in emergency room nor admitted into hospital. The insulin pump will be returned for analysis.